Event description:
It was reported to boston scientific corporation that an advanix naviflex rx delivery system and an advanix biliary stent were used during an endoscopic retrograde cholangiopancreatography (ercp) procedure in the common bile duct. According to the complainant, the patient was being treated for abnormal liver function tests (lft) and a stricture. During the procedure, difficulty was experienced during deployment; the delivery system was difficult to retract and felt stiffer. The stent was able to successfully deployed with this device; however the inner guide catheter broke and remained in the stent. The physician put the elevator in the retroflex position and pulled the guide catheter out of the scope. No further intervention was required. The stent remained in the correct position and the procedure was completed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4):according to the complainant, the suspect device is not available for return. If any further relevant information is received, a supplemental MDR will be filed.